Manufacturer narrative:
Product ID 37751, serial# unk. Product typ recharger product ID 37742, serial# (B)(4). Product typ programmer, patient product ID 3708360, serial# (B)(4), implanted: (B)(6) 2007, explanted: na product typ extension product ID 3587a, lot# lb1962, implanted: (B)(6) 2003, explanted: na. Product typ lead product ID 3550-09, lot# la9384, implanted: (B)(6) 2003, explanted: na. Product typ plug and boot. (B)(4).

Event description:
It was reported that the patient could not charge or communicate with their implantable neurostimulator (ins) following a suspected overdischarge. The patient was unable to charge their ins because their puppy had chewed on the recharger cable. The stimulation was last felt about a week ago and the last recharging session was 2-6 months ago. The patient received a replacement cable but was unable to get the ins charged. Additional information was requested but was not available at the time of this report.